Event description:
A customer reported experiencing a past high blood glucose event. The specific value was unknown but displayed as "high." Cause was not known. To resolve the high glucose level, the customer administered a correction injection using multiple daily injections (mdi). The control iq feature was active at the time of the event. Customer was advised by technical support to consult with a healthcare provider to discuss potential factors affecting glucose levels.